Event description:
Healthcare professional reported, left side rupture/deflation. Device has been explanted.

Manufacturer narrative:
Partial implant date reported, as year 1998. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture/deflation.